Event description:
It was reported that air was observed in the patient line of a homechoice cassette. This event occurred during the initial drain of peritoneal dialysis therapy. The home patient was connected at the time of the event. The patient connector was higher than the heater bag (use error). The technical service representative assisted the home patient to end therapy. The home patient will setup with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connector was higher than heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to place the cycler more than 12 inches (30 cm) below patient¿s position as it can produce higher than normal negative pressure during drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.